Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer reported observing no insulin exiting the infusion set tubing; no damage was observed to the infusion set cannula. Customer changed the pump supplies multiple times. Customer's blood glucose was 370 mg/dl. Customer reverted to using manual injections for insulin therapy while waiting for additional supplies to be received.